Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The patient underwent aortic valve replacement and was supported postoperatively with a cardiosave intra-aortic balloon pump (iabp) using a sensation plus 50 cc intra-aortic balloon (iab). During the night following surgery, intermittent ¿gas loss¿ alarms occurred, and pinkish condensation was observed in the iab gas tubing; however, no immediate corrective action was taken. On the morning on (B)(6) 2026, the attending cv surgeon elected to remove the iab, but the balloon could not be withdrawn despite multiple attempts. During the removal attempt, the patient experienced cardiac arrest and could not be resuscitated. A portion of the balloon was cut off, while the remaining portion remained within the patient and could not be retrieved. No autopsy was performed. Based on the available information, there is no evidence of a malfunction of the iabp console. The device performance is not considered to have contributed to the reported event, and no causal relationship between the pump and the patient's outcome has been established.